Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer generated a message stating that the system was shutting down. The message stayed on the screen and the programmer would not turn off. The user noted that the power button would not turn the programmer off. Troubleshooting was performed. The user removed the battery and unplugged the programmer. When the programmer was plugged back in and powered on, the message was gone and the programmer appeared to be working normally again. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.